Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 28 mmol/l. The customer treated with a syringe. The customer had symptoms such as nausea and vomiting. The customer was advised to perform a hp test. The customer stated that the pump alarmed. The customer stated that the bolus history and basal matched. The customer stated that she changed the infusion set but not the reservoir. The customer was advised to change the reservoir with the set every 3 days.